Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Correction (B)(6).

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 remain is free delivery needle. T2 remains in itys pre-deployment position on the delivery needle. The needle is dramatically bent. Device was functionally tested for proper actuator advancement and cycling, device would not functioned as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the t2 was deployed with the t1 at the same time. A backup device was available to complete the procedure with no significant delay or patient injuries.